Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was not functioning. Additionally, it was reported that the pump touchscreen was unresponsive and the pump battery was not charging. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.